Event description:
Same case as 1527460-2011-00092 and 1527460-2011-00093. The complainant reported an under-delivery. The 700 ml of nutritional product was hung to infuse overnight. The bellows stick while in the pump and the pump had only delivered 50 ml when the feeding was checked in the morning. (Rate and time frame were not provided).

Manufacturer narrative:
(B)(4). The device reported, list number 00071, is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.